Event description:
As reported, following a cesarean delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph), during an elective cesarean section with uterine inversion. The balloon was placed into the patient through the cesarean section wound. A follow-up examination found that the three-way valve had remained on the cervix, and it had to be removed by cervical incision. Additional information has been requested but not yet provided.

Manufacturer narrative:
E1 - customer phone number: (B)(6). H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, following a cesarean delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph), during an elective cesarean section with uterine inversion. The balloon was placed into the patient through the cesarean section wound. A follow-up examination found that the three-way valve had remained on the cervix, and it had to be removed by cervical incision. Additional information was requested but not provided by the customer. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), quality control (qc) procedures, as well as a visual inspection of the returned inflation valve were conducted during the investigation. The inflation valve of the complaint device was returned for investigation. Without package or label. The thread that connects to the tubing appeared melted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a review of complaint history records could not be completed due to lack of lot information from the user facility. Review of the customer testimony, relevant manufacturing documents, and the returned complaint device component does not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. The instruction for use (IFU) provides the following information to the user related to the reported failure mode: instructions "transabdominal placement, post-cesarean section" "1. Determine uterine volume by direct examination." "2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the stopcock separation event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.